Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplement medwatch will be filed.

Event description:
It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used for a variceal banding ligation performed in 2009, on a male pt. According to the complainant, during the procedure the bands were difficult to deploy and after the third or fourth band the device locked up and would not deploy the next band. The procedure was completed by using another speedband superview super 7 multiple band ligator device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.